Manufacturer narrative:
The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device speaker was not working. The customer advised that they could not hear the instructions from the device. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted heartsine to report that their device speaker was not working. The customer advised that they could not hear the instructions from the device. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of the reported issue was due to the red and black speaker cables were severed. The cables were severed in the area where the rim of the upper case meets the lower case. This would indicate that the cable had been severed during pairing of the two cases at manufacturing. The customer received a replacement device and the returned device scrapped by heatsine.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device speaker was not working. The customer advised that they could not hear the instructions from the device. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.